Event description:
Reportable based on device analysis completed on 26feb2023. It was reported that catheter issue occurred. The target lesion was located in one of the lower extremities. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, an issue occurred with the device. The procedure was completed successfully and there were no patient complications reported. However, returned device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Microscopic inspection revealed that the imaging window was twisted. The guidewire exit port was damaged however, the tip was in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, 100-110cm from the distal housing.